Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage and vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00x12mm synergy ii drug-eluting was advanced and the stent delivery balloon was inflated to nominal pressure. The balloon was then deflated and re-inflated to post dilate the stent. Upon removal it was noted that the stent came out with the stent delivery system. Images were reviewed and revealed that the stent had not been deployed in the lesion. The stent was still attached to the balloon and it looked like it had been pushed down past the balloon and was crimped possibly on the way down to the lesion. Angiography was performed and a dissection was noticed. The procedure was completed with another 3.0x12 synergy stent. No further patient complications were reported and patient's status was fine.